Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hair inside the tube with the incident lot was observed. Evaluation/testing of the customer samples was performed and hair inside the tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for hair inside tube with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that hair was found in the bd vacutainer® sst¿ ii advance plus blood collection tube during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found 1ea tube has fm-hair in tube."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hair was found in the bd vacutainer® sst¿ ii advance plus blood collection tube during use. The following information was provided by the initial reporter: "during use, the customer found 1ea tube has fm-hair in tube."